Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing regular and consistent surges from their hands down to their legs at various times throughout the day. They started "about a week ago intermittently, but have increased in frequency." As of this date, they were happening "every few minutes." No environmental/external/patient factors that may have led or contributed to the issue were known. The patient was asked to turn their deep brain stimulation (dbs) system off for a few hours to see if the surges would stop, then to call the manufacturing representative (rep) back that same day. On (B)(6) 2019 mpxr (B)(4) (rep, con): the patient called back and stated after having the system off for about 2.5 hours, they confirmed there were no surging sensations. Once turned back on, the surging started again, experiencing 2 episode within a few minutes. The rep stated they would meet with the patient to check impedances. On 2019-11-12 mpxr (B)(4) (rep): additional information was provided that impedances were tested over the course of a little less than an hour and the patient reported several instances of "surges" during the encounter. Photos of the tests were provided. The first and second impedance tests occurred just post patient reported surge, the second test did note 0.7 v and 1.5 v tests failed and auto increase completed the test at 3.0v. The rep stated they were unable to capture the measurements at the lower power levels. For the subsequent tests, the rep selected 0.7v to "hopefully see any measurements out of range." The following tests were surge tests. On the 5th test, measurements at contact 0 measured. The patient experienced six surges in the course of 26 minutes. The patient is scheduled for a consult with a surgeon on (B)(6) 2019, with a possible exploratory revision next week sometime.

Manufacturer narrative:
The date is an approximate date as the patient reported the event "started about a week ago" from the initial reporting date of 2019-nov-10. Section d information references the main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pocket revision surgery was performed on (B)(6) 2019. Pre-surgery, the patient reported intermittent shocking, mostly during activity and only since last generator replacement. The doctor removed the extension from the generator header block, wiped down the extension, and reinserted the extension until it was fully seeded. Impedances tested were within normal limits. The patient was called on (B)(6) 2019 for follow-up and reported no shocking since the pocket revision. It is still unknown if there were any external/environmental/patient factors that may have contributed or caused the event. It is believed that either fluid was in the connector block or the extension was not fully inserted into the socket. The revision resolved the issue as shocking has not happened in the 2 days since.